Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege began having pain, aching and stiffness in her left hip area and was revised in (B)(6) of 2009. It is further alleged that the pt's problems with the left hip persisted and was revised again.